Event description:
It was reported that a patient experienced a heart attack coincident with peritoneal dialysis therapy and the subsequently passed away. The cause of the heart attack was unknown and treatment information was not reported. It was not reported if the patient was hospitalized for the heart attack. The cause of death was reported as the heart attack; however, it was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.